Manufacturer narrative:
It was unk if the device involved in the reported incident is expected to be returned for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the first of two reports (same pt, same surgery, different mayfield prod, different prod problem). This report is in regards to the 1st mayfield used by the customer. After positioning the pt in the prone position in the mayfield (prod ID not provided), it was noted that the torque screw which had been screwed in to 60 lbs had loosened completely and lacerated the scalp lacerations were repaired. It was reported that the pt was not injured severely. Another mayfield (2nd mayfield, prod ID not provided), was obtained but and it was discovered that this mayfield would not lock. A third mayfield was then obtained and was able to be used for the surgery. Surgery went well. Add'l info has been requested.